Event description:
Covidien received information stating that the lower display on an 840 ventilator had lines. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and replaced upgraded the software to the current revision. The cse conducted performance verification testing on the device and all tests passed. Covidien reference: (B)(4).